Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed - rate too low. There was no patient involvement.

Event description:
It was reported that the device had failed - rate too low. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module failed was not confirmed. Testing confirmed that the device was infusing within specification, and the inspection process did not find any existing malfunctions. The suspect pump module underwent rate accuracy test using alaris system maintenance (asm) v12.5 and passed the test with an actual error of -1.1667%, the acceptable error for this test is +/-3.400%. The calibration test was performed on the suspect pump module, after the calibration attempt, the device vpmr values were 155.9pl to 154.12pl. Per the test results, the vpmr is within specification. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. The pm task test results show the suspect device completed successfully without any errors or malfunctions. The pump module logs were downloaded to ascertain event details associated with the reported complaint. The facility reported the event date as 15 december 2025; however, no time of the event was reported. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. A review of the pump error log showed no records related to the reported issue of the suspect pump module. A review of the pump module event log indicated that there was no recorded activity on the reported date. The bd alaris¿ system with guardrails user manual v12.3.2 states that this device should not be modified. Any modification could affect the safety and efficacy of the bd alaris¿ system. The device casing should only be opened by qualified personnel using appropriate grounding techniques. The bd alaris¿ system with guardrails user manual v12.3.2 states to not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris¿ system. The device cases should only be opened by qualified personnel using proper grounding techniques. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.